Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately seven months after the system was implanted. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5068-45 lead, implanted (B)(6) 2000. (B)(4).

Manufacturer narrative:
Product event summary : the proximal segment of the lead was returned and analyzed; analysis revealed a flex fracture of the distal conductor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.